Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with 1) l3-l4 and l5-s1 herniated nucleus pulposus 2) l3-l4, l4-l5, and l5-s1 discogenic low back pain and underwent the following procedures: 1) bilateral laminectomy l3-l4, l4-l5, and l5-s1 with discectomy 2)posterior lateral transverse process fusion with rhbmp-2 and local bone graft 3) posterior lumbar interbody fusion with rhbmp-2 and local bone graft 4) peek cage placement times 3, 5) l3-s1 pedicle screw instrumentation 6) fluoroscopically guided procedure. As per op-notes,¿ the nucleus was removed with rotating cutters and grasping rongeurs. Ring scraper curettes were used to remove the cartilaginous endplates and a 10 x 22-mm peek cage placed after placement of 2 rolls of rhbmp-2 and local bone graft.¿ the patient tolerated the procedure well without any intraoperative complications.